Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was having issues with no delivery on her insulin pump. She stated she changed out the set seven times in one day. The customer had not been tested for scar tissue. She went through the process of infusion set insertion and it was found the customer was performing this correctly. The customer was advised to contact her healthcare provider in order to try out new infusion sets and to test for scar tissue. The customer's blood glucose level was not known. Nothing further was reported.